Event description:
The customer stated that they received erroneous results for one patient tested with accuchek inform ii meter serial numbers (B)(4). A sample from the patient was tested using meter serial number (B)(4) at 8:05 a.m., resulting with a glucose value of 35 mg/dl. A sample from the patient was tested using meter serial number (B)(4) at 8:07 a.m., resulting with a glucose value of 84 mg/dl. No treatment was provided to the patient based on the meter value of 35 mg/dl as the patient did not have symptoms of hypoglycemia and the re-test was normal. No adverse events were alleged to have occurred with the patient. The patient is currently ok. Quality controls were within range on both meters prior to the event. Controls run on meter serial number (B)(4) after the event passed. The customer's product was requested for investigation. The customer was unable to confirm which test strip vial was used, so will not be returning the test strips. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.